Event description:
A family member reported that the pump requires multiple button presses to program the pump. The family member confirmed that the keypad is intact. The family member also confirmed that all button presses have been correct. The patient reportedly wore the pump with a pump skin in a pocket and did not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was returned to animas for evaluation. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts and the button contacts for the up, down, and ok button were misaligned. Unrelated to the complaint, the display lens was found to be heavily scratched.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.